Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair procedures on (B)(6) 2011 and (B)(6) 2015 and mesh products were implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent hernia repair procedures on (B)(6) 2015 and mesh was implanted. No additional information was provided.